Event description:
When the subject device was cleaning on the instrument table during a procedure, the device was broken. The fragment was retrieved on the instrument table. There was no fragment inside the pt. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that one of two pins, which connected the sheath and jaw, was detached and another pin was not detached. The detached pin broke off. The mfg history was reviewed, with no irregularities noted. Based on the result of the eval and cases with the same model, we have considered as a possible cause of this case that the strong force was applied to the grasping section and the pins damaged. In addition, the physician unawarely continued to use the subject device and the pin broke off. The sonosurg scissors instruction manual already states; do not drop the instrument. If excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it. Even if it can be inserted into the trocar sheath, it could be stuck in the sheath when withdrawing.